Manufacturer narrative:
The technician isolated the issue to the head up valve not functioning. He replaced the head up valve to repair the bed.

Event description:
Information received indicates the beds head section cannot be raised.